Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. Difficulty was experienced during grasping of the leaflets; and loss of leaflet capture after the grippers had been lowered. After several grasping attempts, the posterior gripper would not lower. The grippers were able to move before entering the left ventricle. The clip was retracted to the left atrium to test the grippers, but it was not possible to confirm. The device was removed, and a replacement nt clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported inability to grasp and capture leaflets cannot be determined. The cause of the reported difficult to open or close (gripper actuation - single) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.